Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that they patient was recharging every day and it seems to be taking longer than it has before. The patient reported they had to charge 2.5-3 hours per day and sometimes longer. Patient was advised that if a replacement recharger was sent to them does not resolve issue then they should check in with their health care provider. No symptoms were reported at this time. Additional information was received from the patient who responded back from a follow up letter sent to them. The patient reported their weight at the time of event was 170lb, the replacement sent to them did not resolve their issue with recharging taking longer than it has before. Patient indicated they were on program "b" then reverted to program "a" and can go much longer between charges but doesn't get as much night time relief.